Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket.

Event description:
It was reported that were sensing problems on the device and lead. During revision, after unscrewing, the setscrew came out of the grommet stuck in the screwdriver. The doctor was able to put it back into its place and screw it again, but pacing/sensing was not correct, so they tried again to verify the connection, but problems persisted. The device was explanted and replaced. The lead was relocated to a location that offered better sensing parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.